Event description:
Customer reported that on (B)(6) 2015 "around 6:30-7:00 pm" she began to experience a "cold sweat, fast heartbeat, shaking, dizziness and a headache", but when she attempted to perform a test using her adc blood glucose meter she noticed a battery icon flashing on the meter's display. It was further reported she then used her uncle's unspecified meter and obtained a reading of approximately 90 mg/dl. Customer was unable to self-treat due to her symptoms, so her uncle gave her fruit, cake and soda. Customer then re-checked her glucose, again using her uncle's meter and received a reading of approximately 130 mg/dl, noting she felt "stable" afterwards. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. During troubleshooting customer verified she had never replaced the battery in her meter. Additionally: it should be noted, customer was using test strips that expired on january 31, 2012. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The meter was returned and investigated with retained test strips. Meter powered on with button depression and test strip insertion. No new issues were observed. Low battery icon was not observed. The complaint was not confirmed.